Manufacturer narrative:
(B)(4) (rj11 clip damaged). Evaluation: results: evaluation of the returned product found that the sensor's molded snagless boot is missing and the wires are exposed but are still attached. The sensor pad did not send a signal to the alarm when weight is off the sensor. The alarm was received and is functioning normally. (B)(4).

Event description:
The customer requested to have the rj11 clips replaced on the sensor pad. There was no patient incident or injury reported. Inspection of the product found that there is no alarm tone when pressure is off the sensor pad.